Event description:
According to foreign affiliate, the family of the patient has lodged a complaint (litigation) against the physician for the death of the patient. A lateral wound to the abdominal aorta during spinal surgery caused the death of the patient. The spurling ivd rongeur has been implicated in the incident. However, due to the physician being on holiday and the litigation brought about by the patient's family, no other information is available.